Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including pacer testing with known good accessories without duplicating the report. The device was recertified and returned to the customer. Without a clinical file from the reported event, the report of no pacer spikes is not able to be confirmed. . The device logs were reviewed and identified several occurrences of pacing. However all events identified occurrences of pd core warning 247 and ECG lead off. A pd core warning will appear in the log when the device is unable to sense a valid patient impedance via pads. This can be caused by several factors outside of a device malfunction including but not limited to, poor contact between the patient and pads, poor contact between the pads and device, poor skin preparation, or defective accessories. An ECG lead off message is the equivalent message for measurements through the ECG leads. Both of these instances may impede the users ability to effectively pace and may make them think they are not pacing at all. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the patient subsequently expired.